Event description:
It was reported on (B)(6) 2022 by a arthrex employee via email that an ar-1922bc suture anchor implant would not deploy and the eyelet broke off inside the bone. This was discovered during a case and broke off inside the joint space.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-1922bc serial/batch number (B)(6) was received for investigation. Functional testing noted that the device functioned as required. Visual evaluation found that the device was received without the eyelet. By the event description, it broke off during insertion; therefore, the fragments generated during the event were not returned for analysis. The root cause of the reported failure mode is undetermined. However, this event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.